Manufacturer narrative:
Device evaluation summary: during visual inspection, the sample was found to be ruptured. The device was received in two parts. In addition, shell abrasion was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices, caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, additional information was received indicating the device was a mentor memorygel breast implant 375cc , catalog number 3503751bc, serial number (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date is prior to the device manufacture date of the reported lot number. If additional information is received regarding the correct date of implantation or lot number, a supplemental report will be submitted. On 11/21/2019, addtional information was received indicating the patient underwent removal and replacement with a mentor memorygel breast implant 440cc, catalog number smpx440, serial number (B)(4) (r) and a mentor memorygel breast implant 370cc, catalog number smpx370, serial number (B)(4) (l). On 12/3/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 350cc , catalog number 3503501bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent an unspecified breast implantation procedure with an unspecified mentor gel breast implant and experienced rupture and capsular contracture baker grade iii on the right side. Rupture was confirmed by MRI. As a result, the patient will undergo removal on (B)(6) 2019.